Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter (part number stt-rf-001/serial number (B)(4)/lot number 5216203) being used at the time of event was returned for evaluation. Functional testing and a pairing test was performed and the tests failed. A review of the shared data log confirmed the reported event of a loss of connection. The root cause was determined to be a defective transmitter.